Event description:
It has been reported to philips that the patient's right hand was shaking during ECG monitoring, at the ECG record, there is a ventricular tachycardia of 212/min, 79/min when measured by palpation and with an external pulse oximeter. The position of the probes at the chest and the tum was adjusted - the record was normal after that.

Manufacturer narrative:
Updated type of reported complaint from si to product problem.